Event description:
The customer contacted physio-control to report that their device will not power on if one of the batteries is less than full or when plugged in to shore power. In this state the device may be inoperable and thus may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's acpa to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
An initial evaluation was performed and the device battery charger was replaced. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on if one of the batteries is less than full or when plugged in to shore power. In this state the device may be inoperable and thus may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.